Manufacturer narrative:
On july 21, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 30, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in the device. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Additional supporting documentation (i.e., post op device photos, videos, and/or pre-operative scans) are required for review. If received, the investigation will be re-opened and complaint will be re-evaluated. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2020, mentor became aware that patient's age was 52. Hence, field a2 has been updated on this form. Also, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number: 3501670; serial number: (B)(6) on the left side and catalog number: 3501670; serial number: (B)(6) on the right side. On june 29, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with a 425cc mentor smooth round moderate profile on both sides and experienced left side deflation noticed about 6 months ago, and flat right nipple noticed about 4 to 6 years postoperatively. As a result, the devices were explanted on (B)(6) 2020. Follow-up are in progress. Supplemental report will be submitted when additional information is received. This report is for the patient¿s left-sided device.